Event description:
At the time of the revision surgery, (B)(6) 2021, the lead was replaced to restore therapy. During the revision, the sensor was found to have separated from the lead body. The physician removed and replaced the sense lead. The revision surgery restored therapy and the issue is now resolved.